Manufacturer narrative:
(B)(4). Examination of the returned sample could not confirm the reported issue. Visual inspection of the used device found no anomalies, and testing of the device on simulated tissue yielded acceptable results. During these activations all seal cycles were completed successfully and no self-activation was observed. The investigation found the device functioned normally and within specifications. Review of the device history records for this lot found no potentially contributing entries to the reported issue, and no trend is associated with this complaint.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a sub-total gastrectomy, the device was unintentionally activated for sealing without touching the activation button. The sealing tone and end tone were heard during the activation. The incident did not cause tissue damage, bleeding or other patient harm, and another device was used to continue the procedure.